Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing leading to inappropriate atrial tachycardia response (atr) episodes. No programming was recommended and it was determined that this device functioning as programmed. Currently, this ICD remains in service and no adverse patient effects were reported.